Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 0051109. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. For the sample with the lot number provided as 'unknown,' a device history record review could not be completed. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub and medicine "squirted" out. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I tried the syringe with and without the needle. There was resistance with the needle on and once I took the needle off the syringe worked fine. I tried readjusting/loosening the needle and when I push the syringe the needle came off and the medicine squirted out. No patients were hurt as the provider does a ¿test push¿ prior to administration of injections and was aware prior to administration there was an issue. "